Event description:
Harmonic laparoscopic shears had a white tip that changed in appearance. First instrument removed. Second instrument looked like the white tip had melted, it was removed. Again, the third instrument looked like the white tip had melted. It was removed. No harm to the pt. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number below.